Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that patient felt like they were going to pass out and felt "woozy" after walking up stairs. It was later reported by the patient's clinic that the patient also reported feeling light headed and short of breath when climbing stairs. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.